Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On same day, sometime later the patient experienced symptoms including dizziness, lightheadedness, palpitations, and blurry vision. At that time, the cgm displayed a glucose value of 400 mg/dl. The patient was unable to obtain a confirmatory bg meter reading. Due to persistent symptoms, the patient was transported to the emergency room (ER) by her daughter. Upon evaluation in the ER, a bg meter reading of 575 mg/dl was obtained, while the cgm continued to display a value of 400 mg/dl. The patient was treated with intravenous (IV) fluids and 18 units of insulin. Following treatment, the bg level decreased to 300 mg/dl; however, the corresponding cgm value at that time was not recalled. At some point during the event, the cgm sensor was removed. The patient was discharged home later the same day. At the time of the report, the patient reported feeling tired and sleepy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0629 palpitations / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.